Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france, it was reported that on 25-may-2020 the patient experienced an issue that one-infusion set tubing was detached between pump and the skin. No further information available.